Event description:
It was reported surgical intervention will be undertaken to replace the inoperable ipg. The ipg will not communicate as it has not been charged in some time. F/u identified the scs system was replaced on (B)(6) 2013. The patient rec'd effective post-operative stimulation and coverage. Please see MFR report # 1627487-2012-11842 regarding the lead.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.